Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the 5th day after the foley catheter placement the balloon burst. Also stated on october 31, 2022, the catheter was placed after the operation. On (B)(6) 2022 upon attempt to remove the catheter, only 2cc of water was removed. The balloon was difficult to remove and urine leaked from the side of the urethra. Also stated the CT showed that the balloon had deflated, so the catheter was pulled and removed. The balloon had been ruptured.

Event description:
It was reported that on the 5th day after the foley catheter placement the balloon burst. Also stated on (B)(6) 2022 the catheter was placed after the operation. On (B)(6) 2022 upon attempt to remove the catheter only 2cc of water was removed. The balloon was difficult to remove and urine leaked from the side of the urethra. Also stated the CT showed that the balloon had deflated, so the catheter was pulled and removed. The balloon had been ruptured.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. The used three-way foley catheter was returned without the original packaging, two photo samples were submitted showing a burst in the balloon. The catheter balloon was observed to be burst with no missing pieces which is out of specifications unable to verify the ability to inflate/deflate based on the condition of the returned sample. Although a specific cause cannot be determined, a potential root cause for this event could be, "incorrect balloon design (balloon wall thickness excessive)". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] [Directions for use] 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use - failure to measure temperature - improper temperature indication 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.